Manufacturer narrative:
The customer reported that their central nursing station(cns) would not boot up past the app splash screen. The customer swapped the hard drives (hdds) and the central nursing station(cns) was able to boot up, the customer noticed that the hard drive (hdd) error light were on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) would not boot up past the app splash screen. The customer swapped the hard drives (hdds) and the central nursing station(cns) was able to boot up, the customer noticed that the hard drive (hdd) error light were on. No patient harm was reported.